Event description:
It was reported that about 20 minutes after an ion endoluminal lung biopsy procedure of a 10 mm lesion right next to the pleura in the lateral subsegment of the right lower lobe (rll), the patient experienced mild shortness of breath with decreased oxygen saturation below 90% for which 2l of oxygen was administered in the recovery room. Immediately after the procedure, there was no evidence of a pneumothorax on ultrasound or fluoroscopy but a post-interventional chest x-ray revealed developed a pneumothorax. The patient required a chest tube to evacuate the air in the pleural space and re-expand the lung. The patient was admitted to the hospital for 1 day and then discharged the next day in stable condition. The doctor did not believe an ion product caused or contributed to the pneumothorax. He stated a pneumothorax would have likely occurred via any other modality. During the procedure a non-recoverable 307 error occurred with the ion system, but once the system was restarted, it functioned properly and the physician was able to complete the procedure. The physician believes that the pneumothorax was related to the location of the lesion. He felt the odds of getting to the location was low. No other patient issues were reported.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. However, the physician indicated that he believes that the pneumothorax was related to the location of the lesion and would have occurred via any other lung biopsy modality. An intuitive surgical, inc. (Isi) field service engineer (fse) performed a site evaluation to further investigate the reported issue. The fse was unable to replicate the error. The fse tested the system and verified that it was ready for use. Per an isi senior failure analysis engineer, a system log review could not be performed because the system logs are not available at this time. A review of the site's complaint history revealed no additional complaints related to this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The procedure was completed and the patient was discharged home in stable condition. The cause of the post-procedure complication is unknown.